Event description:
The manufacturer received information alleging the ventilator was not working. There was no pt harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's blower was identified as defective.